Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. Magnet reset was performed but was unsuccessful. No further intervention was performed. The patient was stable.

Manufacturer narrative:
Please retract report 2017865-2026-05669 as it was determined that the insertable cardiac monitor (icm) was at end-of-service battery status and would not be able to be interrogated per design.